Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 mitraclip implanted. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet, resulting in unchanged mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging leaflet anatomy. The first clip delivery system (cds) was advanced and the clip was positioned in the central segment of the mitral valve; however, there was no mr reduction. The second cds was then advanced, and the leaflets were grasped medial to the first clip reducing the mr to 3-4. While preparing a third cds, the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment / slda) and the mr returned to 4. The decision was made not to discontinue the case. The mr remained at 4 with 2 clips implanted. The patient was confirmed to be stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that while there was no change in mitral regurgitation (mr), the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to thin leaflets with severe prolapsed bi-leaflet. The reported patient effect of unchanged mr was likely due to the slda of the second clip. There is no indication of a product quality issue with respect to manufacturing or labeling of the device.